Event description:
This is a spontaneous report of a patient who experienced and was hospitalized for peritonitis coincident with therapy for peritoneal dialysis. The patient experienced abdominal pain, nausea and cloudy effluent as a result of the peritonitis, and was hospitalized on the same day. Treatment information was not reported. The patient was discharge eight days later and is reported to be recovering. Therapy is ongoing. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Should relevant additional information become available, a follow-up report will be submitted.